Event description:
During a pfa procedure for persistent atrial fibrillation, an air leak occurred with the sheath. After introducing pfa catheter into the sheath roughly 10cm, aspiration was performed. Air was noted to pull back into the syringe. The catheter was removed and the sheath was aspirated with nothing inserted. Blood was then aspirated with no air. The sheath was exchanged due to an alleged damaged valve. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fluid and air leak could not be conclusively determined.